Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 1.1.6. Cloud - smartphone operating system: 18.1. Cloud - smartphone hardware: iphone12.3. Cloud - cgm sensor type: g6.

Event description:
It was reported that the patient's personal diabetes manager (pdm) was broken and the patient had to seek medical attention due to hyperglycemia. The patient did not provide information on their blood glucose levels, symptoms, treatment or duration of the medical attention. No additional information was provided.